Event description:
It was reported that, during a thr surgery, the polarcup trial insert slotted 22/43 ball broke into pieces when inserting the polar cup. All the pieces were recovered. Surgery was resumed, without any delay, with a smith and nephew back-up device. Patient was not harmed. No further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that the polarcup trial insert slotted 22/43 ball broke into pieces when inserting the polarcup. All the pieces were recovered. The trial insert, used in treatment, was received for investigation. The reported failure mode can be confirmed. The device is broken into two pieces. No piece is missing. The relationship between the reported event and the device can be confirmed. The production documents could be reviewed. There are no indications that the part failed to match specification at the time of manufacturing. A complaint history review was performed, there was no further complaint reported for the batch in scope. The complaint is in line with the current risk management of the device. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Review of past corrective actions was performed. No further escalation is required. The reported failure mode can be confirmed and the root cause stays undetermined after investigation. Since the part was manufactured in 2011, repeated use and sterilization could have contributed to the reported issue. To date, further actions are not deemed necessary. Smith + nephew is monitoring the device for further similar issues.